Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 17437561.

Event description:
It was reported that patient's stimulation has never hit the correct pain areas. All components were explanted and will not be returned per hospital policy.